Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. The rep reported that during a routine ins replacement in the operating room (or), the setscrew to the ins was stuck and would not loosen. After repeated tries, they were able to unscrew the setscrew. They then noticed the lead was still stuck in the header block, but were able to take the lead out successfully after repeated attempts. There were no patient symptoms or further complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that there had been tissue blocking the setscrew, but the doctor was able to eventually unscrew it. The lead just appeared snug and came out of the header after the doctor carefully pulled. The old lead was placed into the new battery with no impedance issues. There were no patient complications reported as a result of this event. Additional information received from a manufacturer representative (rep) reported device was discarded.